Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys total psa immunoassay result for one patient sample tested on the cobas 8000 - cobas e 602 module. It is not known if the results were reported to the patient or the medical personnel. On (B)(6) 2022, the initial result was 91.560 ng/ml. On (B)(6) 2022, the module was repaired because of a sipper nozzle problem. The sample was rerun as all the samples since the last qc measurement prior to the occurrence of the problem were rerun. The first repeat result was 100 ng/ml with a data flag. On (B)(6) 2022, the sample was again rerun and the module diluted the sample to 50x. The second repeat result of the diluted sample was 319.300 ng/ml. The reagent lot number is 61494900. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the module and noted that the bead mixer arm assembly was not operating correctly and that the microbeads were insufficiently mixed. He then replaced the sipper probe and the bead mixer arm assembly. He also performed the necessary adjustments. The investigation determined that the issue was due to the defective bead mixer arm assembly. The investigation determined the service actions resolved the issue.